Event description:
The account alleged a pt fall. The account did not specify what type of bed or when the fall may have occurred.

Manufacturer narrative:
The technician investigated and the account stated the bed alarms fail on the bed with an air mattress. The air mattress does something to the bed to make it difficult to turn the alarm on. The account stated they did eventually get the bed exit alarm to function. The nurse director advised she has no information on what bed the pt was on or any details about the incident. The nurse director advised she thought the pt was on a renal surface from hill-rom that was on a hill-rom framed product. She stated the account eventually got the bed exit alarm to set and the bed was kept in service.